Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00814.

Event description:
The user facility reported that they opened two angio-seal devices and the sheaths were bent. The devices were not inserted into the patient's body. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 06sept2019. Both angio-seal devices were used during the same patient case. It is unknown if a third angio-seal device was opened and used to complete hemostasis or if manual compression was applied. Additional information was received on 23sept2019. The procedure was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved with another 6fr angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.